Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a drop in blood pressure occurred following cannulation of the left pulmonary vein. A cardiac effusion was noted using an echocardiogram when the sheath was guided to the left atrium. The sheath was removed from the right atrium and the patient underwent a pericardiocentesis. The case was aborted, and the patient was not under general anesthesia. The patient was transferred to another hospital for heart surgery. No further patient complications have been reported as a result of this event. The patient recovered.